Manufacturer narrative:
(B)(4). This report was filed by the MFR. Product evaluated and customer's report of set leaked and cracked at the accuslide was confirmed. The set was visually inspected and cracks were visible throughout the top base of the accuslide. The root cause was determined to be a supplier issue during the molding process. Review of the lot history record did not identify any quality issues noted during production build of this model.

Event description:
Customer reported tubing split at the end where it connects to the cartridge, resulting in chemotherapy cytotoxic spill of 1500 ml. No further info was provided.